Event description:
It was reported that cartridge did not fully snap into pump. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.